Manufacturer narrative:
The reported complaint was confirmed. Per the third party service biomedical engineer (biomed), no part will be returned to the manufacture for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer checked the unit and found valve number 4 to be defective. He replaced the valve.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist felt that the flow was not accurate and requested service. The cardioplegia load from large to small tank was getting an external flow. There was no patient involvement.